Manufacturer narrative:
(B)(4). Date sent: 09/09/2021. D4: batch # t5cy2a. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device appeared to be new and unused, with staples present and an anvil with a washer uncut. The device was visually inspected and fired into test skin, to verify the functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. H11: corrected data = d9. Device return status was provided under mwr-29032021-0000926934. Please omit information under mwr-19042021-0000941685.

Manufacturer narrative:
(B)(4). No cdh25p device has been received for this file. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device did not work. Opened the device, insert the battery but there was no lightening signal, so instrument was unusable. After that they opened another one - prepared the patient for executing the anastomosis and right after the firing of the device - battery started to smoke, there was smoke coming from the battery, too. The surgeon hardly pulled out the device and had to use another one, but this time competitive circular stapler. No delay to the surgery. The surgery was completed successfully. There were no consequences for the patient.